Manufacturer narrative:
(B)(4). Concomitant products: guide wire mitraclip system: lift, support plate, stabilizer, clip delivery system (x2). The steerable guide catheter has been received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This event is being filed as thrombus was detected at the septum where the steerable guide catheter (sgc) had crossed through. Thrombus is considered patient injury. It was reported that during a mitraclip procedure, as the clip delivery system (cds) was being inserted, thrombus was detected in the left atrium where the steerable guide catheter (sgc) crossed the septum. At this time, the activated clotting time was measured at 338 seconds. The physicians suspected the origin of the thrombus was related to the guide wire. The mitraclip procedure was continued with the idea that after the clips were implanted, the thrombus could be aspirated through the sgc. However, after the first clip was deployed, the thrombus was lost. A second clip was implanted. The procedure was completed reducing the functional mitral regurgitation grade from 4 to 1 with the implantation of two clips. Post procedure, the patient was stable and was doing well with no abnormalities. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the steerable guide catheter (sgc) was returned for analysis. There was no reported device malfunction associated with the sgc and inspection of the device showed no visible damage. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effect of thrombosis, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.